Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence. Customer¿s blood glucose level was over 400 mg/dl. The customer reverted to an alternate method of insulin therapy.